Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer intermittently received power source alerts after plugging the pump into a wall outlet which intermittently resulted in the battery gauge fluctuating and the pump shutting down. Additionally, it was reported that the pump shut down unexpectedly. There was no impact to the customer's blood glucose level. Despite changing wall adapters, the pump was still unable to charge. Reportedly, customer continued to use the pump for insulin therapy.